Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure, abdominal incision). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Event medical device removal deleted and surgery added to allergy to metal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my tummy is smiling now that it's finally over') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my tummy is smiling now that it's finally over / e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (removal of essure, abdominal incision). Essure was removed. At the time of the report, the medical device removal and allergy to metals outcome was unknown. The reporter considered allergy to metals and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter and event allergic to nickel were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.